Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller stated that the patient¿s ins is not working any longer but the caller did not know if the ins was overdischarged, if their therapy was not effective, etc. The caller stated that the patient had a sudden change in therapy/symptoms. The patient fell on (B)(6) 2017 but the caller was unsure if the fall was related to the ins/therapy. The patient has hip and back pain. The caller noted talking to a manufacture representative (rep) who advised them to call technical services. It was reviewed with the caller that the patient can call into patient services and they should follow up with their managing physician. No further complications were reported/are anticipated.